Event description:
It was reported that during the pulsed-field ablation procedure to treat atrial fibrillation in heart, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted from the line to be flushed to the syringe. Air contamination was noted when the faradrive was inserted after puncture and performing suction after removal of the dilator and aspiration. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a farawave catheter and starter guidewire were inside the sheath prior to, and/or at the time, the air was observed. The irrigation was done by pump (terumo terufusion syringe pump). The flow rate was 60ml/min. The guidewire distal tip was located at the farawave distal tip. The troubleshooting steps included removing the farawave immediately and replaced the faradrive sheath. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing, respectively. Further analysis found the external and internal valves were both torn by their center slit, which compromised the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the pulsed-field ablation procedure to treat atrial fibrillation in heart, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted from the line to be flushed to the syringe. Air contamination was noted when the faradrive was inserted after puncture and performing suction after removal of the dilator and aspiration. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a farawave catheter and starter guidewire were inside the sheath prior to, and/or at the time, the air was observed. The irrigation was done by pump (terumo terufusion syringe pump). The flow rate was 60ml/min. The guidewire distal tip was located at the farawave distal tip. The troubleshooting steps included removing the farawave immediately and replaced the faradrive sheath. No other issue has been reported.